Manufacturer narrative:
Device evaluation: lens was returned in liquid, in lens vial. Visual inspection found no visible damage to the lens. Word order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, micl13.2, -6.0 diopter, implantable collamer lens was implanted in the patients left eye (os) upside down . The lens was removed and the back up lens was implanted within the same surgery. There was no patient injury, cause of event was unknown.

Manufacturer narrative:
Corrected data: the aware date is 07/16/18 which is corrected from 07/17/18 in the initial MDR. The date should have been 07/16/18 in the initial MDR. (B)(4). Claim #: (B)(4).